Manufacturer narrative:
Device evaluated by MFR: synergy xd mr ous 2.50 x 20mm was returned for analysis. A visual, tactile and microscopic examination of hypotube shaft identified two breaks 20.5cm and 44.5cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. There was no sign of damage, stretching or lifting of the stent struts. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that crossing difficulties were encountered. The target lesion was located in the severely tortuous and severely calcified distal left anterior descending artery. A 2.50 x 20mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of same device. No patient complications were reported. However, returned device analysis revealed hypotube detachment.